Manufacturer narrative:
1. DHR/bhr review lot 3290312 1 this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, the position and state of the break of the y-connecting tubing cannot be identified. 3. The retained sample of this batch is taken for the separating force test between the extension tubing and the pp connector, and the separating force test between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormality is found on process and the retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received, the available information is limited, the root cause of the break of the y-connecting tubing cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had a tubing defective / damaged (B)(6) 2024 according to the doctor's instructions, the patient was given an intravenous indwelling needle, and the y-connecting tube was broken during venipuncture, so the intravenous indwelling needle was immediately replaced, and there was no abnormality during the period.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.